Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in pt's mouth, it was verified its loss of osseointegration, but didn't provide any other info about the case.